Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn at this time. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - after an implantation time of about 58 months, oversensing with inappropriate shock deliveries was reported. A possible micro lead fracture was suspected. During the revision on (B)(6) 2009, the ICD was exchanged since it had reached its elective replacement time, and an additional ICD lead was placed. Both the values measured intraoperatively and those measured post-operatively showed normal functioning of the device. ICD and lead were not returned to biotronik for analysis.